Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance.  The biomedical engineer advised that the device's therapy connector assembly was loose, which caused the reported issue. It was later confirmed by the biomedical engineer that replacing the therapy connector resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that either the therapy cable or hard paddles assembly was connected via the therapy connector. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.